Manufacturer narrative:
The pt's attorney initially reported a single mesh, which was filed with the FDA under MDR 12136123643-2011-00596 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the event. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. The medical records provided do not indicate a specific device failure, no lot number has been provided, and no product has been returned. While there is no indication that the mesh was the source of the pt's reported infection, the product's IFU states: if an infections develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Without additional information, no conclusion can be drawn. Refer to MDR 1213643-2011-00596 for information regarding the pre-shaped mesh implanted on (B)(6) 2011.

Event description:
Based on a review of the pt's medical records: on (B)(6) 2011: the pt underwent mesh sublay repair of incisional hernia with partial omentectomy, right inguinal herniorrhaphy with ventralex mesh and a pre-shaped mesh. On (B)(6) 2011: operating room tech reported that cultures were obtained that showed (B)(6). On (B)(6) 2011: the pt underwent abscess drainage aspiration with 200 ml purulent material obtained, drain left in place.